Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The occlusion, prime, and excessive no delivery test were unable to be conducted due to broken reservoir tube lip noted. Attest reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring.

Event description:
The customer reported via phone call of issues with button error on their insulin pump. The customer states they woke up in distress and with low levels of 20mg/dl or 30mg/dl. The customer states the buttons were unresponsive, and they had received a no delivery alarm. The customer's most current blood glucose level was 420mg/dl. The customer states they have been treating the lows with food. The customer was advised the pump would be replaced and returned for analysis.